Manufacturer narrative:
Device not returned to manufacturer.

Event description:
It was reported that the patient presented with systemic septicemia and (B)(6). An echo showed vegetation on the right atrial lead. The patient was not dependent. The system was explanted. The patient was asymptomatic prior, during and after the case and was stable in the recovery room.

Manufacturer narrative:
A partial lead was returned for analysis. The portion of the lead that was returned was normal.